Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set bent cannula event on (B)(6) 2026. The infusion set was in use for less than a day. The blood glucose level was over 200 mg/dl. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.